Manufacturer narrative:
This event (MFR. Rep# 1644487-2026-10430) was discovered to have captured a duplicate event. MFR. Rep# 1644487-2024-00646. The patient received a lead replacement which was unknown by the manufacturer at the time of this reporting. High impedance was not seen during the implant duration of this lead m304-20 sn(B)(6) but was seen during the implant duration of lead m304-20 sn(B)(6) which is captured in 1644487-2024-00646. As a result, duplicate investigations were conducted and duplicate mdrs submitted. To reconcile, a correction will be submitted to identify MFR. Rep# 1644487-2024-00646 as the "correct file" which will continue the investigation for this event. This will house any future supplemental reports. As a result, MFR. Rep# 1644487-2026-10430 will no longer be utilized to continue the investigation. No additional supplemental information will be assessed for this file.

Event description:
This event (MFR. Rep# 1644487-2026-10430) was discovered to have captured a duplicate event. MFR. Rep# 1644487-2024-00646. The patient received a lead replacement which was unknown by the manufacturer at the time of this reporting. High impedance was not seen during the implant duration of this lead m304-20 sn(B)(6) but was seen during the implant duration of lead m304-20 sn(B)(6) which is captured in 1644487-2024-00646. As a result, duplicate investigations were conducted and duplicate mdrs submitted. To reconcile, a correction will be submitted to identify MFR. Rep# 1644487-2024-00646 as the "correct file" which will continue the investigation for this event. This will house any future supplemental reports. As a result, MFR. Rep# 1644487-2026-10430 will no longer be utilized to continue the investigation. No additional supplemental information will be assessed for this file.

Event description:
Device was explanted and returned due to extrusion, captured in manufacturing report 1644487-2025-10618. During product analysis, high impedance was seen during the implant duration that later resolved. Product analysis of the lead was preformed, other than damages typically seen with explant procedure, no malfunction seen. No other relevant information has been received to date.